Event description:
As reported by the user facility information by bbm sales organization in sweden: "overinfusion" customer statement: "the pump was programmed: vssi 100 ml and flow 2.5 ml\h. It was expected that the pump will alarm in about 40 hours. The pump reported 20 ml in 8 hours, but the patient received about 75 ml in 8 hours according to the user's description. The drug: octreotide. Date: (B)(6) at 16:30 - 00:30. Patient: child (returns with more information if any injuries) the pump is missing the plastic part at the safety clamp. Could this affect speed?"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.